Event description:
It was initially reported there was an incorrect dosing event while infusing a chemo drug. There was patient involvement but no harm. Additional information provided: per report, on (B)(6) 2025, a patient was to receive paclitaxel over 3 hours. The medication arrived from pharmacy in a 500ml dehp free (non-pvc) bag and tubing, as is appropriate, as paclitaxel leaches plastics out of pvc bags. The mar (medication administration record) read that the bag contained 576ml of fluid, and divided over 3 hours, the rate of infusion was 192 ml/hr. This matched the labeling on the bag as well. Two chemo certified nurses verified the drug dosing, calculations and pump settings. The infusion was run at a rate of 192ml/hr. The patient and pump were checked on and visualized throughout the infusion. The infusion was not stopped or paused, and the rate was not altered throughout the infusion. The infusion was started at 1453 and the bag was empty at 1647. The infusion that should have taken 3 hours took only just under 2 hours.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-116295 is a concomitant. Please refer to manufacturer report number 2016493-2025-116280, which captured the correct suspect device per investigation report.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported there was an incorrect dosing event while infusing a chemo drug. There was patient involvement but no harm. Although requested, further information was not provided by the customer.